Event description:
A customer contacted baxter's technical service center regarding an increased intra-peritoneal volume (iipv) on the home choice (hc) during dwell 4 of 5. The home patient (hp) stated he was in dwell 4 of 5 and hc did not drain him at drain 3. The hp stated the hc went from dwell 3 into fill 4. The technical service representative (tsr) asked the hp if he knew why the hc did not drain him. The hp stated he was sleeping and when he woke up hc was in dwell 4 of 5. The hp stated he felt full. A manual drain was done. The drain volume was 2496ml. The tsr advised the hp to end therapy and swap the hc. The tsr reviewed the programming: continuous cycling peritoneal dialysis /intermittent peritoneal dialysis, total volume was 9000ml, fill volume was 1500ml, and last fill volume was 1500ml. According to the nurse the patient's largest prescribed fill volume is 1500ml. The nurse was not aware of this event or the patient's reported symptom of "full", however, she will follow up with the patient. Hc was swapped. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) is currently open for the reportable malfunction of iipv / overdelivery.